Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced a slow-flow event. The target lesion was located in the proximal-mid right coronary artery (rca). The physician used a 7fr introducer sheath, 7fr guide catheter and a prowater guidewire to access the lesion. The prowater wire was exchanged for csi coronary viperwire guidewire and a csi coronary orbital atherectomy device (oad) was loaded onto the guidewire. The physician completed three runs at low speed (23 seconds, 25 seconds and 15 seconds) using the oad. The physician followed-up atherectomy with balloon angioplasty and stent placement. Post-stent angiography revealed slow-flow, which the physician resolved by administering additional nitroglycerine and integrilin. The patient status remained stable throughout the procedure.